Event description:
It was reported by the customer that "PICC leaking at insertion site. The nurses stated the arm looked slightly swollen in the morning so they ordered a vascular ultrasound to evaluate for a clot. The ultrasound was negative. The nurse evaluated the patient and felt there may be a break in the PICC. Additional information received on 4/17/2023: it was reported by the customer "PICC was reported to be leaking at site. When further evaluated after discontinuing PICC from patient, it was noted to have a break in the PICC at 5/6 cm mark."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned for evaluation.

Event description:
It was reported by the customer that "PICC leaking at insertion site. The nurses stated the arm looked slightly swollen in the morning so they ordered a vascular ultrasound to evaluate for a clot. The ultrasound was negative. The nurse evaluated the patient and felt there may be a break in the PICC. Additional information received 4/17/2023: it was reported by the customer "PICC was reported to be leaking at site. When further evaluated after discontinuing PICC from patient, it was noted to have a break in the PICC at 5/6 cm mark."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.